Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for vascular - deep vein thrombosis; also had a related gi bleed. Event is serious and is considered severe. Event is definitely not related to device and there is a remote possibility it is related to procedure. Date of implantation: (B)(6) 2020 (bilateral). Date of event (onset): (B)(6) 2020. (Right and left knees. This complaint captures the left knee). Treatment: surgical placement of ivc filter implantation, as well as clipping of the gi bleeder (medical consult for diagnosis and treatment).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : device history reviewed 07 may 2020 2 unrelated non-conformances on this lot number final micro and sterility tests passed , (B)(4) units released, lot expiry date: 31 august 2022.